Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had vns explanted in order to get MRI. Patient reportedly experienced choking and coughing following the explant procedure and it was revealed the patient's vocal cord is paralyzed. Surgery details were received as well as the physician's assessment. The believed cause of the coughing and dysphagia are unknown but could possibly be related to vns surgery. A swallow study has been ordered. The cause of the vcp is unknown but could be related to vns surgery. The patient saw an ent to evaluate. The explanted devices were discarded. The ent surgeon who evaluated the patient is unknown. The physician's assessment of the vcp; not sure, could possibly be due to the vns surgery; will be utilized to conclude the event due to vns surgery. Coughing and dysphagia will be concluded similarly. Device history records were reviewed and the generator was seen to pass all functional and quality testing prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
B2. Outcomes attributed to adverse event, b5. Describe event or problem, f 10. Adverse event problem, h6. Adverse event problem codes; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was discovered during a file review that pneumonia should have been captured, reported, and investigated. It was reported that patient's vocal cord was paralyzed as a complication of the surgery and as a result he developed aspiration pneumonia and was in the hospital for two weeks, treating that and figuring out the vocal cord situation. It was later reported that physicians assessment to the root cause of the pneumonia is due to side effect of vns surgery and external factors not related to vns. No other relevant information has been received to date.